Event description:
An ocd fe (field engineer) went to the customer site in 2006 to perform repairs on the ortho provue analyzer. The fe reported that the analyzer left droplets of red cells on top of the foil seal of the mts gel cards.

Manufacturer narrative:
An ocd fe (fiield engineer) went to the customer site in 2006 to perform repairs on the ortho provue analyzer. The fe reported that the analyzer left droplets of red cells on top of the foil seal of the mts gel cards. No definitive root cause was determined for this incident. The fe identified the issue during service. Testing was not being performed at the time of the incident. Therefore, erroneous results could not have been reported. Repairs have returned the analyzer to expected operation. This customer has not logged any complaints against this analyzer since the incident. Nevertheless, if this incident were to recur during patient testing (undetected), erroneous results could be reported, which could lead to transfusion of incompatible blood. Instrument malfunction could not be ruled out. Therefore, incident is reportable.